Event description:
On (B)(6) 2012 the patient contacted animas reporting that for the past few months the keypad buttons were intermittently unresponsive and required multiple presses to program correctly. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent/delayed responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to this complaint: testing confirmed damage to the keypad-the keypad cover is torn below the 'contrast' button extending to a hole over the 'down' arrow button and exposing the button contacts. Observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.